Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery using three proglide devices after a percutaneous coronary intervention procedure with a small-bore sheath. Reportedly, with all three devices, the suture was not present when the plunger was withdrawn. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss could not be tested/confirmed as the plunger, link, suture, posterior needle tip and cuffs were not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, device analysis noted a foot separation with the first device ((B)(6)). Additionally, a foot separation was noted with the second device ((B)(6)), as well as noting that the lever was in an opened position and the foot was partially retracted. The separated portions were not returned. The location of the detached feet are unknown. Follow up with the account confirmed that the foot separations and difficulty opening or closing the foot were not noted during the procedure; the issues occurred post procedure due to handling of the device.